Manufacturer narrative:
Findings: unit received with partially broken off reservoir tube lip. Unit received with cracked retainer. Scratched casing, minor scratches on lcd window and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there was a crack in the insulin pump's case. The pump was not bumped or dropped. The customer also reported that the ring around the reservoir compartment was broken. The customer's blood glucose was 208 mg/dl. The customer agreed to return the insulin pump for analysis.